Manufacturer narrative:
Patient information not available for reporting. Date infection began is not known. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, tension wiring method was applied to olecranon fracture but the wire (non depuy synthes product) was dislocated postoperatively. Patient had infection and bone piece was dislocated. Surgeon commented that patient has extreme dementia, early stress concentrated on the fracture area and weakened bone fracture caused by infection, there were empty holes. Reoperation (removal of the wiring and plate fixation) was performed using variable angle (va) olecranon plate on (B)(6) 2018. During the reoperation, when the surgeon tried to insert a screw into the second distal screw hole on the plate in question, the screw could not be locked on the screw hole. After inserting screws into all the other screw holes on the plate, the surgeon tried to re-insert another screw into the affected screw hole. However, it also could not be locked. The surgery was completed without inserting a screw into the affected screw hole. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. This report addresses the infection that led to the revision procedure. Intra-operative events that occurred during the revision are addressed in (B)(4). This report is for one (1) 3.5mm locking screw. This is report 9 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: implant date, explant date, concomitant medical products. Device evaluated by MFR, device manufacture date: part: 412.106s, lot: 9204592: manufacturing location: bettlach. Release to warehouse date: october 23, 2014. Expiry date: october 01, 2024. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. A product investigation was completed: there is no reported product deficiency with the impacted products on this complaint. Therefore only sterilization parameters were reviewed (where possible) and found to be in accordance with the specifications. This lot was released after checking sterilization parameters from supplier. No product related issue could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date of report/date rec¿d by MFR: initial reported as july 25, 2018 but should have been august 03, 2018. That is when a synthes employee first became aware of the infection complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.